Event description:
Multiple patients. Siemens healthcare imaging device spect/CT produces faulty results on cardiac perfusion studies. The results suggest cardiac infarction or ischemia on the heart, but the results are incorrect. The manufacturer has been informed and investigations has taken 9 months now. We haven't got any explanation of the reason and siemens says that they don't comment in an ongoing investigation and the case if "iffy" they said. We are waiting fleet care communication and the root case is not said to us. Or they won't tell it even they know the reason, perhaps?